Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6), 2010. Subsequently, it is alleged that the patient underwent a revision procedure on (B)(6), 2011, for an unknown reason. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "early or late postoperative infection and allergic reaction."

Event description:
Legal counsel for the patient alleges that patient underwent left m2a hip arthroplasty on (B)(6) 2010. Subsequently, it is alleged that the patient underwent a revision procedure on (B)(6) 2011, for an unknown reason. Patient's legal counsel reported that patient underwent a right total hip arthroplasty on (B)(6) 2008. Legal counsel for patient reports patient allegations of elevated metal ion levels and pain. There has been no reported revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received noted patient underwent a left hip stage 1 revision on (B)(6) 2011 due to infection. Operative report noted the presence of an abscess, mucoid tissue and no evidence of metallosis. The acetabular cup, modular head and taper adapter were removed and replaced with cement spacer molds. The stem was removed, autoclaved, covered with cement and reimplanted. Operative report notes patient underwent a stage ii reimplantation on (B)(6) 2012 where the biomet stem was removed and patient's hip was implanted with competitor components. Operative report notes patient underwent a right total hip arthroplasty on (B)(6) 2012 with competitor components.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2012-01218 and 1825034-2012-00956-1).